Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited increased gradients 6 months post implant. Prior to explant, the velocity was 4.5 m/s, corresponding to a maximum pressure gradient of >80 mmhg. The decision was made to explant the valve. During explant, it was noted that the noncoronary and left cusps were adherent to each other from the perimeter to the center of the valve. The noncoronary cusps appeared stiff. During explant, the adhesions between the two cusps were broken. During recovery, the patient experienced recurrent atrial fibrillation. No additional complications were reported.

Manufacturer narrative:
Analysis; received in a clear solution, 0.2% glutaraldehyde, in an explant kit. All leaflets are slightly stiff but flexible except where white and tan thrombotic appearing host material is present adjacent to the margins of attachment in the left and right cusps on the outflow. Tears and abrasions on the free margin into the lunula of the left cusps appear to be associated with bias wear and/or retrieval. Small holes and abrasions in the left cusps adjacent to the non-coronary left commissure appear to be due to contact with bias cloth. Glistening off white pannus remains attached to the left right and right non-coronary stent post. Remnants of pannus are present on the left right and right non-coronary commissures. Thin layers of thrombotic appearing host material are noted on the outflow of the left and right cusps. A small cluster of host material is noted on the coaptive ridge of the right cusps adjacent to the right non-coronary inferior coaptive area. Radiography shows no evidence of mineralization in the valve tissue. Review of the device history record shows that this product met manufacturing specifications when released for distribution. Conclusion: reduced performance of the device likely related to host tissue overgrowth on the valve. Device explanted and replaced without reported adverse patient effect.